Event description:
A review of the reported information indicates that model ec500f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All three malfunctions were involved patient with no reported consequences. Of the three malfunctions, all three were male patients' age ranged from 58-71 years and two patient weighs 157 and 185 lbs. The remaining patient's weight was not provided.

Manufacturer narrative:
H10: of the reported three malfunctions, lot numbers were provided for two malfunctions and the lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were provided and reviewed for all three malfunctions and image was provided for one malfunction. All the three reported malfunctions were confirmed for the alleged filter perforation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the reported three malfunctions, lot numbers were provided for two malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for all three malfunctions and image was provided for one malfunction. For two malfunctions the investigation is confirmed for the reported perforation. For the remaining one malfunction the company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
A review of the reported information indicates that model ec500f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All three malfunctions involved patient with no patient consequences. Of the three malfunctions, all three were male patients' age ranged from 58-71 years and two patient weighs (B)(6) lbs. The remaining patients' weight was not provided.